Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had passed away in (B)(6) 2015 and that the cause had been the pump. It was reported the patient had gotten an infection with the device that caused sepsis. It had been mentioned the drugs in the pump would cause the patient to go into withdrawal, but the daughter had been told the drugs were just anti-inflammatory. The pump had never been returned to medtronic as it was stated to be left in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.